Event description:
The following has been reported: the volumetric pump power supply started to catch fire, (smoke and burned smell) while an infusion was being supplied to a patient. Additional info received: the device itself just came out of repair from germany. It was sent back at the end of october and had only just been used again. The pump was in perfusion on a patient for 45min to 1h15 until the family reported that something was wrong with the device. The patient apparently doesn't have any consequences. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.